Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: exact date is unknown, not provided, but the best estimate date is during 2017 up until (B)(6) 2018. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zkb00 23.5 diopter intraocular lens (iol) was implanted in the patient's operative eye. It was later explanted because the patient complained of halos. There was no incision enlargement or vitrectomy performed. Reportedly, the patient is okay and the lens was replaced with a non-amo lens. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product testing was not performed as the complaint device was not returned for evaluation. The reported complaint cannot be verified. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints history revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Per follow-up, patient started to experience symptoms on (B)(6) 2017. It was noted that patient had some retina edema, but was resolved on (B)(6) 2018. Patient has fully recovered and there was no patient injury. Age/date of birth: (B)(6) 1967. Gender/sex: female. Date of event: (B)(6) 2017. If implanted, give date: (B)(6) 2017. If explanted, give date: (B)(6) 2017. Patient code 3191 - retina edema. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.